Event description:
I would like to report adverse reactions I had to amalgam fillings. I got my first amalgam filling when I was about 13 and had a total of 4 amalgams by the time I entered college. Since then, I developed many symptoms of mercury poisoning which got worse over time. My symptoms included: depression, fatigue, irritability, mood swings, occasional migraines, seasonal affective disorder, occasional numbness in left hand, tingling in hands at nighttime, hypothyroidism, metallic taste in mouth, itchy skin, nail fungus, cracked skin around fingernails, elbow joint pain, and sinus problems. I was diagnosed with hypothyroidism in 2005. In an effort to find a cure, I came across info linking amalgams with hypothyroidism. The best source of info I found is an article titled "mercury exposure levels from amalgam dental fillings; documentation of mechanisms by which mercury causes over 30 chronic health conditions, results of replacement of amalgam fillings, and occupational effects on dental staff" found at www.flcv.com/amalg6.html. I had my amalgams removed from a biologic dentist in 2006. Most surprising to me is that when I woke up the next day, my chronically stuffed up left nostril was completely clear and has been since. I am taking supplements to remove the mercury from my body. In the 7 months since my amalgams were removed, I have seen great improvement in my hypothyroidism, fatigue, and cracked skin. I have seen total recovery in all other symptoms - except for itchy skin- . In addition, my blood pressure had dropped from 120/80 to 116/76. I am 100% positive that the amalgam fillings were responsible for my health problems. The only thing different I've done is to have my amalgams removed, so I am 100% positive that the removal of my amalgams were responsible for the improvement in my health.